Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose level rose to 20 mmol/l (360 mg/dl) while wearing the pod for less than 1 hour. When removed from the infusion site (leg), the patient noted that the cannula was not visible and the pink slide did not move forward, indicating the needle did not deploy at pod activation. As treatment, a new pod was placed.